Manufacturer narrative:
On 8/15/2019, mentor received additional information regarding this event. The patient is a 26-year-old caucasian female, and the date of implant has been updated to (B)(6) 2008. This was the patient¿s primary breast augmentation. Additionally, details regarding the product have been received, and the relevant fields have been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient had undergone explantation. The explantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2022, mentor became aware that the devices were removed in 2019. Hence, field d6b has been updated to (B)(6) 2019. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 250cc mentor smooth round moderate profile saline breast implant and experienced multiple postoperative symptoms. The patient¿s symptoms include: worsening irritable bowel syndrome, food sensitivities (including dairy and gluten), headache, migraine, vertigo while driving, blurred vision, light sensitivity, aching bones, aching joints, aching muscles, muscle knots, neck and back tension, hypersensitivity around both breasts, muscle weakness and a tingling left arm, left-sided neck pain, left shoulder pain, brain fog, depression, and fluid in the ears. The patient visited a medical facility for labs, emg testing, and an MRI: her results were normal. At the time of this report, mentor has received no information regarding explanation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s right-sided device.